Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or why the foreign material remained in the device from the obtained information. It is likely due to the handling of the client. However, a specific root cause could not be identified. Additionally, based on the results of the investigation, a specific cause of the distal end of the device splitting could not be determined. The event can be prevented by following the instructions for use which state: "do not hit or drop the distal end, flexible part, bending part, control part, universal cord, scope connector part of the endoscope. Also, do not bend, pull or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: due to a pinhole on channel tube, water tightness is lost. Residual liquid or foreign material come out of channel tube, distal end has a crack, due to wear of angle wire, bending angle in upward direction does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, adhesive on bending section rubber or distal sheath is detached, adhesive on bending section rubber or distal sheath has a crack, due to damage on channel-tube, forceps cannot be inserted smoothly, ultrasonic transducer has corrosion, elevator channel plug is loose, connecting tube has a dent, connecting tube has a buckling, distal end has a scratch, due to a crack on distal end, water tightness is lost, residual liquid or foreign material come out of channel-tube, distal end has a crack, acoustic lens has a chip, due to wear of angle wire, bending angle in upward direction does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, paint on air/water-cylinder is peeled, objective lens has a scratch, switch1 has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had an air/water leakage. The issue was found during unknown procedure. Inspection and testing of the returned device found foreign material in the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.